Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s keypad was unresponsive or button error. The customer blood glucose level was 203 mg/dl. Customer states the insulin pump fall in water and exposed to moisture. Customer hear fluid when shaking insulin pump. Customer states the fluid under lcd and insulin pump had cracks at battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm keypad anomaly due to blank display. Device also received with cracked case, cracked battery tube threads and faded serial number label.